Manufacturer narrative:
Additional information d10: product ID: bi31000171, lot/serial: (B)(6); s/n: (B)(6); product ID: bi71000224, lot/serial: (B)(6) : s/n: (B)(6); product ID: bi31000120, lot/serial: (B)(6); s/n: (B)(6); h3, h6: the printed circuit board assembly (pcba) was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the pcba analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D10: correction- there are four (B)(6) fuses involved in this event. H3, h6: the interface control board was returned for product analysis. It was installed into a test system, and the system was able to initialize. The generator, communication, motion and charging all readied. Rad gain and fluoro gain calibrations were passed. 2d and 3d imaging was successful. No problems detected. The pcba generator interface was returned for product analysis. It was installed into a test system, and the system was able to initialize. The generator, communication, motion and charging all readied. 2d and 3d imaging was successful. No problems detected. B01, c19, and d14 are applicable to both analyses. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: kit svc bi71000447, standalone, and xrelay, lot/serial: unknown. Product ID: kit svc bi71000224, pcba generator ntfc, lot/serial: unknown. Product ID: fuse bi31000156, fuse 15a/500 vac sb, lot/serial: none; product ID: pcba bi31000120 intfc ctrl r f w/o hv, lot/serial: unknown. A medtronic representative went to the site to perform a system checkout. The issue was confirmed and the x-ray generator, interface board, and fuses were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system is stuck in initializing. Four reboots were attempted with no resolution. There was no patient involvement.